Manufacturer narrative:
The pump passed active current test. Pump failed sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed low battery alerts on 12/06/2025 19:59:00, 12/06/2025 11:20:00 and 12/06/2025 00:02:00. Battery cycle 15.0 received the lowbatteryalert (104) on 12/06/2025 19:59:00 faster than expected at 0.15 days. Battery cycle 14.0 received the lowbatteryalert (104) on 12/06/2025 11:20:00 faster than expected at 0.13 days. Battery cycle 11.0 received the lowbatteryalert (104) on 12/06/2025 00:02:00 faster than expected at 0.15 days. With reference to the baat tool instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on battery tube. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Pump received with a high sleep current measurement due to moisture damage on battery tube. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for the low battery alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.